Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2020 the patient visited the hospital in order to replace the tubes (there was no hospitalization). A 7cm bezoar was found in the intestinal tube. A new peg-j were placed.

Manufacturer narrative:
Reference record: (B)(4). The y-adaptor, external fixation plate, internal fixation plate, peg tube, and j tube were received. The peg tube was received cut into two pieces above the internal fixation plate. The j-tube was observed cut into 2 pieces with one piece coming out of the peg at the internal fixation plate. A bezoar was observed on the portion of j-tube on the cut peg tube between the internal fixation plate and the bolus. The bezoar was not removed to evaluate tubing beneath the bezoar. No other damage was observed on the j-tube except where it was cut into two pieces. No kinks or knots observed on the visible portion of the j-tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
See h10.